Event description:
It was reported that this right atrial (ra) lead was repositioned due to that it exhibited dislodgement and was capturing in the rv. No additional adverse patient effects were reported. Patient will be on antibiotics.